Event description:
The pt has not returned for further treatment; therefore, the site has no additional clinical information to report. An inservice was performed on 07/25/96 and nine masks suspected of being exposed to improper cleaning agents and improper sterilization techniques were removed. The site has also received new masks and is now following proper cleaning/ sterilization procedures. The site reports that they have not had any further problems. This file is considered closed unless any additional info is received regarding this incident.